Event description:
Operating room nurse was opening sterile supplies for morning case. Covidien vistec 4x8s noted to have a small foreign object, a brown "thing" on them. Removed all 4x8s from field and new 4x8s obtained. Dates of use: (B)(6) 2017. Diagnosis or reason for use: surgery.